Manufacturer narrative:
A siemens customer service engineer (cse) visited the customer site for system inspection. The cse performed a total service call and adjusted the alignment of a pinch valve. Quality control results were within range. The cause for the discordant advia centaur (B)(4) confirmatory result is unknown. No patient sample is available for further testing. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(4) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A falsely confirmed advia centaur xp (B)(4) result was obtained on a patient sample when the customer performed confirmatory testing. The patient sample was (B)(6) and the result confirmed (B)(6). The results were considered discordant when compared to repeat results and redraw sample test results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp (B)(4) confirmatory results.